Manufacturer narrative:
The device was returned to olympus for inspection. Based on investigation results, the reported issue was confirmed. Probable cause based on reasonably known information based on device evaluation was due to physical stress, component failure. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device evaluation, the flex video scope exhibited lifted support pins due to excessive forced. There was no patient involvement